Event description:
Patient reported the catheter broke at the point where it is connected with the needle. Patient stated he noticed the issue because his blood glucose level increased in 4-5 hours. Patient reported the issue has occurred three times in the last year. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.